Event description:
It was reported that t1 and t2 deploy together. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device confirmed the needle is dramatically bent on two planes. No suture or ts were returned. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.